Manufacturer narrative:
Device was not returned for analysis. Production record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a 7fr sheath. Reportedly, the prostyle device was advanced into the anatomy along the guide wire. After the guide wire was removed, the prostyle device was not advanced due to the resistance. The guide wire was re-inserted and the prostyle device was removed. A new prostyle device was inserted and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.